Event description:
It was reported that the system displayed a control panel error. This error is generated when the system cannot communicate with the c-arm control panels. This error causes the system to immediately shut down. There is no report of injury or death.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.